Manufacturer narrative:
(B)(4). Concomitant devices - unknown maxim femoral component catalog #: ni lot #: ni, unknown maxim tibial component catalog #: ni lot #: ni. The complainant indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The products were evaluated through radiographic inspection, however, the reported pain was unable to be confirmed due to limited information received. Review of x-rays indicated slight prominent lucencies adjacent to the tibial component of the left knee arthroplasty without evidence of frank loosening. A device history record (DHR) review was unable to be performed as the lot number of the devices involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03060, 0001825034-2018-03459.

Event description:
It was reported that patient underwent left total knee arthroplasty and is now experiencing pain and possible loosening. No additional patient consequences were reported.